Event description:
It was reported that during a prostate procedure, the cap of the first side-firing fiber was noted to have detached at 58 seconds. It is unk if the device was inside of the pt at the time of the detachment, however it appears it may have been during use. The location of the cap is unk, however, there was no report of the device remaining inside the pt or that the cap retrieval was performed. There is no reported information regarding the second side-firing fiber. How the procedure was completed is unk. No injury to the pt was reported.

Manufacturer narrative:
The component codes fiber and cap are associated with the device code broke